Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was removed on (B)(6) 2019 due to infection and pump extrusion. A new ams 700 cx preconnect was reimplanted on (B)(6) 2019. Additional information received stated that the patient is doing fine post surgery.